Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device has a wrong primary language. The device's audio is not comprehensible to the user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the issue is a change on the device settings occurred during the passage of the device from the distributor to customer. No device malfunction has occurred. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device has a wrong primary language. The device's audio is not comprehensible to the user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.